Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, lot # va13f72028, implanted: (B)(6) 2016, product type lead; product ID 977a260, lot # va13f72029, implanted: (B)(6) 2016, product type lead.

Event description:
The complex regional pain syndrome (crps) type 1 patient reported through a manufacturer representative that when they twisted or bent their body while receiving stimulation that their stimulation would automatically turn off sometimes. Impedance testing was performed and the time of report and found no out-of-range impedances. Interrogation of the implantable neurostimulator (ins) noted that adaptive stimulation was enabled at the time of report. It was unknown whether any external factors may have caused or contributed to the issue. No actions or interventions were taken at the time of report; the issue remained unresolved at that time. The patient was scheduled to be seen again on (B)(6) 2017 and was told to note if and when any additional issues occurred. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report.